Event description:
Healthcare professional reported "late seroma (100 cc's) and capsular contracture, baker grade ii" treated with duricef. This record is for the left side. Device was explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "late seroma (100 cc's) and capsular contracture, baker grade ii".